Event description:
On (B)(6) 2009, pt reported he is receiving e4 (occlusion) on his infusion device while in the run mode during basal delivery. Pt stated he had changed the insulin cartridge, the infusion tubing and the infusion headset 4 hours before the occlusion occurred. Had pt disconnect the infusion headset and he reported the infusion cannula pulled out of his skin. He inspected the infusion cannula and stated it does look a little bent, but that may have occurred when he pulled it out. Had him perform a prime and he reported the infusion device did not get an occlusion. Advised him to insert a new infusion headset, reattach the infusion tubing, put the infusion device into run, and bolused 1 unit of insulin to fill the infusion cannula space. Pt reported the infusion device did not give an occlusion. He stated he feels that the entire box of infusion headsets is not any good. Advised to always choose an area at least 2 inches away from the previous infusion site, in a location that has not been recently used, and where there is minimal scar tissue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.